Manufacturer narrative:
Product analysis: it was determined on analysis that the sensitivity encoder was broken off the housing of the external pulse generator (epg). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not function. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.